Event description:
Patient underwent implantation of glaucoma tube shunt surgery in the left eye on (B)(6) 2024 and a corneat everpatch was used to cover the tube shunt. On (B)(6) 2024 she developed ocular discomfort and looked in the mirror and saw the everpatch had dislocated anteriorly and was partially covering her cornea. She presented to the emergency room for this and then was scheduled for urgent tube shunt revision which took place on (B)(6) 2024 to prevent infection/endophthalmitis. This was done by explanting the everpatch and replacing it with an irradiated corneal patch and closing the conjunctiva over it.